Event description:
The customer alleges having difficulty in screwing the adaptor onto the flow meter. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. Un-confirmed lot# - cf04. No corrective action can be established at this `moment since the device sample or a picture was not provided for evaluation. Customer complaint cannot be confirmed based only on the information provided. To perform an investigation and determine the source of defect reported, it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If device sample becomes available at a later date, this complaint will be reopened.